Event description:
Patient with left ventricular assist device (lvad) therapy for 1 month presents with first episode cerebrovascular accident (cva) despite inr 2.0 + aspirin. Neuro deficits resolved after 3 hours, however, brain cta did reveal new acute/subacute cva in the right middle cerebral artery distribution. Deficits fully resolved, and we decided to pursue higher inr of 2.5-3.5.